Manufacturer narrative:
Zimmer biomet (B)(4).

Event description:
Doctor reported malfunction. Another implant was placed on the same surgery the same day.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). One osseotite® tapered certain® implant 5 x 8.5mm (int585) and one internal connection universal placement driver tip ¿ short (iipdtus) were returned for investigation. Visual evaluation of the as returned products identified signs of wear and dried blood and bone residue around the external threads of the implant due to usage. Functional testing was performed to disengage the devices unsuccessfully. They were determined to be stuck together. Device history record (DHR) review for the lots (2019020460 / 1218697) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lots (2019020460 / 1218697) for similar events and no other complaint was identified. Therefore, based on visual inspection and functional testing, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.